Event description:
It was reported by the district nurse that the balloon of the catheter had ruptured inside the patient bladder during the night and early hours. The care giver informed that the catheter was already removed from the patient at 8 am. It was stated that the nurse placed the ruptured balloon pieces together and there were no missing pieces. There was no any part of the balloon left inside the patient bladder however the patient experienced some pain at the time. No medical intervention was reported. The district nurse said that the catheter lot number was ngex1083. However they could not confirm which catheter supply it was that ruptured as two devices were given and the catheter was disposed off and only the lot number and expiry date was passed onto the nurse during out of nurse hours. Per additional information via email from ibc on 24may2021, the two catheters were used on the patient and there was no medical intervention as there were no missing pieces once the nurse put the pieces together.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. Potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products mechanical failure/operator error). A DHR review is not required as the lot number is unknown. Therefore, no additional action is required at this time. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: warning: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with accepted medical practices and applicable local, state and federal laws and regulations. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Please consult product label and insert for any indications, contraindications, hazards, warnings, cautions and directions for use. Proper techniques for urinary catheter maintenance 1) secure the foley catheter. Use the statlock® foley stabilization device if provided. 2) maintain a closed drainage system by utilizing pre-connected, sealed catheter-tubing junctions. 3) maintain unobstructed urine flow and keep the catheter and collection tube free from kinking. 4) keep the collection bag below the level of the bladder or hips at all times. 5) empty the collection bag regularly using a separate, clean collection container for each. Foley catheter removal 1) to deflate catheter balloon: gently insert a luer lock or slip tip syringe in the catheter valve. Never use more force than is required tomake the syringe ¿stick¿ in the valve 2) allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently 3) use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation 4) if the balloon will not deflate and if permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol 5) should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported by the district nurse that the balloon of the catheter had ruptured inside the patient bladder during the night and early hours. The care giver informed that the catheter was already removed from the patient at 8 am. It was stated that the nurse placed the ruptured balloon pieces together and there were no missing pieces. There was no any part of the balloon left inside the patient bladder however the patient experienced some pain at the time. No medical intervention was reported. The district nurse said that the catheter lot number was ngex1083. However they could not confirm which catheter supply it was that ruptured as two devices were given and the catheter was disposed off and only the lot number and expiry date was passed onto the nurse during out of nurse hours. Per additional information via email from ibc on 24may2021, the two catheters were used on the patient and there was no medical intervention as there were no missing pieces once the nurse put the pieces together.